Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During unpacking of a 2.75 x 32mm promus element plus stent, it was noted that the stent struts were broken. The procedure was completed with another of the same device. No known patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During unpacking of a 2.75 x 32mm promus element plus stent, it was noted that the stent struts were broken. The procedure was completed with another of the same device. No known patient complications were reported. Device evaluated by MFR: a promus element plus, mr, ous 2.75x32mm stent delivery system was returned for analysis. A visual examination of the stent found that proximal stent row 13 was lifted and pulled distally. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.